Event description:
The customer reported that they observed possible head artifacts during a helical scan, which resembled a bleed. The axial scan performed on the same patient did not show the artifact. The philips' field service engineer (fse) described the artifact as a white granular effect on 1-2 slices. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).